Event description:
The hospital experienced a brief power outage due to a storm. When the power went out, the paddle (which had been elevated) came down unexpectedly. The equipment was not being used for a patient examination at the time of the event.